Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the issue was not established as no definitive log failure patterns were observed, no product was returned and limited clinical information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that placement signals were not reliable. The device involved was an impella rp flex system that had been implanted for circulatory support. The patient remained on support during the time of the report, and survival outcome at explant was not yet determined. The impella access was obtained via the right femoral vein using a percutaneous approach. At the time of the event, the patient continued to receive support, and no final outcome had been documented. A product return was expected but had not been confirmed. No patient death was associated with the event.

Manufacturer narrative:
D6b: explant day, month and year added.